Event description:
It was observed that during the device evaluation found the single use aspiration needle was detached inside the sheath and the bottom portion of the needle tube came through the torn sheath extending the needle out. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated. During visual and functional inspection of the returned device was performed at the repair. It was observed that the needle was, towards the base 31 mm from the boot, the sheath was torn. During functional evaluation found due to the detached needle, the needle at the distal end did not extend or retract from the distal end. Instead, the bottom portion of the needle tube came through the torn sheath extending the needle out. Once the stylet was removed was not able to be reinserted back into the aspiration port. The extension of the distal tip needle was measured with a 150mm steel ruler. The distal tip needle extended out 13mm from the sheath, a little over ½ inch. The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event to be that the device was coiled too tight and or the stylet was forced through the chamber causing the kink(s) . The kinks in the tube will cause the stylet to be hard or stuck in the needle as reported. Also forcing the stylet through the needle will cause the sheath on the device to detach an or the needle to penetrate through the sheath. Olympus will continue to monitor field performance for this device.